Event description:
The facility's biomedical engineer reported an infusion pump with an 813:01 failure code that was found in the device's event history during biomed testing. The biomed stated that there was no report of any patient injury or medical intervention resulting from this failure. Despite baxter's efforts to obtain additional information, no further information was available at this time regarding whether or not the device was in use on a patient when this failure originally occurred was not available, and no additional contact information was provided.